Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient has a blood glucose (bg) of 476 mg/dl with a headache and extreme thirst, and that there are air bubbles in the cartridge. During troubleshooting, customer support found that the patient was not properly following the instructions for filling the cartridges, and attributed the bg excursion to use error. There is no indicaiton of product malfunction. Patient recieved no unusual treatment. This complaint is being reported as user error led to hyperglycemia.